Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that before a lap bilateral salpingo oophorectomy procedure, the jaws of the device wouldn't open fully. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
New information received: the jaw weren't clamped shut they just wouldn't open wide. Based on a review of the file, this complaint is not a reportable event.

Manufacturer narrative:
(B)(4).